Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. On 10/21/2020 the customer reported cosmetic damage on the back around the belt clip rails and scratched front side of the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button, keypad overlay scratched, scratched lcd window scratched case. The scratches on the lower left corner of the lcd window are severe enough to make it difficult to read what's display underneath it. Did not note anything wrong with the belt clip rails themselves. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. In summary, the customer¿s report of cosmetic damage on the back around the belt clip rails and scratched front side of the case both were confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen and cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.